Event description:
The pt received a scs system on (B)(6) 2010. It was reported the pt lost stimulation. The lead was tested with the extension and invalid impedances were observed. The lead was normal when tested independently. The ipg was electively replaced. Replacement resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.